Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, broken belt clip slot and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 450 mg/dl. The customer treated themself with a manual injection. Troubleshooting was done. The customer expressed no symptoms of high blood glucose at the time of the call. The customer stated that the high blood glucose persisted despite an infusion set change. The customer confirmed that everything with the insulin pump seemed fine. Advised customer to communicate with their healthcare provider. Advised that a replacement insulin pump would be sent. Asked customer to return their insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.